Manufacturer narrative:
There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the patient fell off the bed while attached to the robot. Intuitive surgical inc. (Isi) followed up with the clinical sales representative (csr) who initially reported this event and obtained the following additional information: the patient was tilted to the left side and fell off the bed while attached to the system. At the time of the incident the surgeon was suturing mesh into place. The csr was not sure as to how the patient fell off and stated that the leg straps may have given out. The patient fell most of the way down, but was caught by a technician in the room and lowered to the ground. The csr stated it was more of a 'guided fall." The bed that the customer was using did not have table motion and they were not using this feature in the case. Once the patient was placed onto the table again the surgeon elected to finish the case laparoscopically. The surgeon checked the abdominal cavity and port sites on the patient and stated they looked fine. The surgeon was able to find the suture needle and complete the surgical task. The procedure was completed. Isi followed up with the customer site robotics coordinator and obtained the following additional information: the case was under clinical evaluation. The coordinator stated she was called into the room after the incident occurred. The coordinator did not know how the patient fell off. The patient was airplaned onto the left side at the time of incident. She stated the patient fell to the ground and the patient was completely undocked. All trocars, cannulas, and instruments were still attached to the system. There was bleeding, but the coordinator stated that the bleeding was not extensive and no blood transfusion was required. The surgeon found the needle that was being used to suture and completed suturing the site. The surgeon completed the case laparoscopically. According to the coordinator, as of (B)(6) 2020, there was no report of injury, but the patient is under evaluation. This issue occurred during an umbilical hernia repair. The coordinator stated that the patient was a female and was "obese." Isi followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator is not sure if and/or what post-operative tests were performed. As of 3/5/2020 there has been no report of patient injury.